Event description:
The surgeon stated the device was shorting out. After the device was removed from the sterile field, the nurse noticed the tip did not open any longer. There was no harm to the patient.